Event description:
It was reported to philips that the ac module intermittently fails to charge the battery and the corresponding led light would turn off. There was no reported patient or user involvement and no adverse patient/user impact.